Manufacturer narrative:
Device is a combination product. Device codes corrected from material deformation 2976 to fracture 1260.

Event description:
It was reported that stent damage and death occurred. In (B)(6) 2019, vascular access was obtained via the femoral artery. Following prediliation with a maverick 2.0x12mm balloon, a 2.5x28mm promus element stent was deployed in the left circumflex artery (lcx) and after prediliation with the same balloon, a 2.5x28mm promus premier stent was deployed in the left anterior descending artery (lad). The 85% stenosed, 28mmx3mm, concentric target lesion with a bend between 45 and 90 degrees was located in the mildly tortuous and mildly calcified left main (lm) to lad. Following predilitation with a 2.5x10mm non-bsc balloon, a 3.50x24mm promus element plus stent was deployed for treatment. During post-dilatation with a 3.5x8 balloon and a 3.8mm balloon at 18 atm for 18 seconds, it was observed that the stent struts were fractured and not apposed. A 4.0x8mm non-bsc stent was then deployed to appose the struts. Post dilatation was performed with a 4.0x8mm non-bsc balloon at 18 atm for 20 seconds. The same day, the patient died of cardiorespiratory arrest.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage and death occurred. In (B)(6) 2019, vascular access was obtained via the femoral artery. Following prediliation with a maverick 2.0x12mm balloon, a 2.5x28mm promus element stent was deployed in the left circumflex artery (lcx) and after prediliation with the same balloon, a 2.5x28mm promus premier stent was deployed in the left anterior descending artery (lad). The 85% stenosed, 28mmx3mm, concentric target lesion with a bend between 45 and 90 degrees was located in the mildly tortuous and mildly calcified left main (lm) to lad. Following predilitation with a 2.5x10mm non-bsc balloon, a 3.50x24mm promus element plus stent was deployed for treatment. During post-dilatation with a 3.5x8 balloon and a 3.8mm balloon at 18 atm for 18 seconds, it was observed that the stent struts were fractured and not apposed. A 4.0x8mm non-bsc stent was then deployed to appose the struts. Post dilatation was performed with a 4.0x8mm non-bsc balloon at 18 atm for 20 seconds. The same day, the patient died of cardiorespiratory arrest.